Manufacturer narrative:
The customer declined to have their glidescope bflex 5.8 bronchoscope returned to verathon for evaluation. Since the lot number was not provided, verathon was unable to check the device history record (DHR) or the non-conforming material (ncm) record for similar complaints related to the lot number. Should additional relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the image was dark and blurry. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.